Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump dispensed insulin from the cartridge during the load step. The patient reported that while doing a routine site/set change, the pump continued to push all the insulin out of the cartridge during the load step. At the time of the call, the patient informed customer support that he did not have a backup plan. At the time of the call, the patient claimed his blood glucose was at 400 mg/dl and he felt a little nauseous. The patient denied developing any other symptoms. The patient was advised by customer support to contact his hcp immediately to get instructions and rx for backup plan. The patient's bg reading and symptom do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue with the pump dispensing insulin during the load step remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.